Manufacturer narrative:
Submit date: 5/22/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports when changing the baby's diaper the foley catheter had come out in two pieces.

Manufacturer narrative:
Submission date: 08/23/2018. An investigation was performed for the reported customer complaint: ¿customer reports when changing the baby's diaper the foley catheter had come out in two pieces.¿ no lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) opened sample was returned for evaluation. Visual inspection did observe the reported issue. This catheter is provided by an external vendor/source. Therefore, a supplier notification report was issued for an investigation. The sample has been forwarded to the supplier for further evaluation. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.